Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04490. It was reported that guide wire removal difficulties occurred. The target lesion was located in the anterior tibial artery. After a v-18 guide wire crossed the lesion, a 3.0mm x150mm x150cm sterling¿ sl balloon catheter was advanced for dilation. After the first inflation, it was noted that the distal tip of the balloon catheter was still intact but it was falling off. The balloon catheter and the guide wire were successfully removed completely from the patient's body. Outside the patient's body, the physician removed the v-18 guide wire from the balloon catheter, however, it was noted to be stuck inside the balloon catheter. The physician then pulled both ends of the balloon catheter (hub and distal tip) and the distal tip of the balloon catheter had fallen off completely. The procedure was completed using another balloon catheter and angioplasty was performed. No patient complications were reported and the patient¿s status was fine.